Event description:
It was reported that this pacemaker was part of the system revision due to infection. No adverse patient effects were reported. The pacemaker was explanted. Additional information indicated that the patient advocate informed about the patient undergone many surgeries and an infection anomaly. Subsequently, the pacemaker was involved in a pacemaker crashed anomaly and a procedure was performed to reattach the implantable lead wires. Furthermore, a hematoma allegation was seen when the implant pocket was checked in the hospital. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The pacemaker was explanted.